Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the power supply to restore operation. The cse cleaned and lubricated the cuvette loader mechanics. The cse ran empty and fill without errors. The cse calibrated the sample probe tip tray and performed a prime. The cause of the delay in testing patient samples was due to a power supply failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The advia centaur cp instrument did not power on after troubleshooting a cuvette loading issue. The customer was unable to run patient samples, causing a delay. No discordant results were reported by the customer. The customer runs reproductive and fertility hormone methods on the instrument. There are no reports of patient intervention or adverse health consequences due to the delay in testing patient samples.